Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implanted neurostimulator (ins) was implanted in 2007 or 2008 and that ins only lasted a year or a little over, then it malfunctioned. The device was replaced in (B)(6) 2009. No further complications were reported/anticipated.